Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the patient and initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 5.0mm x 40mm x 50cm athletis balloon was advanced for dilation. However, during the first inflation at 35 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event.